Manufacturer narrative:
This report is being filed to provide additional information. An internal report indicates no further related issues have been reported for thisdevice.one year of service history was reviewed for this device with no problems identified related to thereported condition.root cause: the root cause of this failure was a mis-adjusted IV pole release button.

Manufacturer narrative:
Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
No injury was reported for this incident at the time the IV pole was unexpectedly lowering down, therefore no patient/operator information is reasonably known.

Manufacturer narrative:
Investigation: terumo bct service technician visually inspected the machine at the customer's site and also performed a bi-annual preventative maintenance (pm) procedure. Upon visual inspection, the service technician noticed that the dual IV pole falls down unexpectedly without pressing the release button. It was also noted that the IV pole release button was engaging the 'l' bar release/locking mechanism when the exterior of the panel is securely in place. The service technician observed that some IV pole linkage pieces were interfering with the release button mechanism and the sealer's coaxial cable was damaged at the bnc connector. The IV pole released button was adjusted to fully disengage the 'l' bar release/locking mechanism at rest and when the exterior side panel is in place. The linkage ball bracket on the 'l' bar was also adjusted and the sealer's coaxial cable was replaced. The machine was returned to service. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the spectra optia machine unexpectedly falls down. Information of patient (donor) or operator of the device is not known at this time. Patient(donor) or operator outcome is not known at this time.